Event description:
It was reported that during a percutaneous coronary intervention, a burr became stuck in the lesion. The lesion being treated was located in the severely calcified and severely tortuous right coronary artery (rca). Following ablation the 1.5mm rotablator burr would not come back proximally, but was able to be advanced distally. The physician attempted to advance an apex balloon catheter alongside the burr, however, this was unsuccessful. The burr was then moved distally into the vessel and a maverick balloon catheter was placed alongside the rotablator burr in order to facilitate removal of the burr. The burr was removed without any complications. The pt status was satisfactory.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.